Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report discrepancies between the sensor and blood glucose readings. Customer's blood glucose reading was 436 mg/dl and the sensor glucose reading was 70 mg/dl. Customer changed the sensor and infusion set and the readings came down. During the call the customer's sensor reading was 108 mg/dl, and blood glucose reading was 218 mg/dl. Customer was assisted with troubleshooting and nothing was replaced or returned.